Manufacturer narrative:
The customer had qc issues but indicated that eventually, qc came within range. The customer replaced the reagent pack on (B)(6) 2022, but qc issues occurred on (B)(6) 2022 and the customer replaced the reagent pack again. After replacing the reagent pack, the customer did not have any more issues with qc. The customer's calibration showed alarms occurred and qc was outside of the customer's established ranges, which is an indication of a reagent performance issue. The customer's alarm trace contained sample short, abnormal probe sucking alarms, and abnormal sample probe movement. The field service representative confirmed that the customer found a bad reagent pack. The field service representative indicated that the customer replaced the reagent pack and performed calibration and qc which were successful and appeared to resolve the issue. The investigation determined that replacing the reagent pack resolved the issue.

Event description:
There was an allegation of questionable ca2 results for 6 patient samples on a cobas 6000 c501 (ul) v module, serial number (B)(4). Patient 1: the initial result was 7.8 mg/dl. The patient's doctor questioned the result, as it was lower than the previous results for the patient, and the sample was repeated. The repeated result was 9.5 mg/dl. Patient 2: the initial result was 7.7 mg/dl. The repeated result was 9.6 mg/dl. Patient 3: the initial result was 7.8 mg/dl. The repeated result was 9.6 mg/dl. Patient 4: the initial result was 7.9 mg/dl. The repeated result was 9.7 mg/dl. Patient 5: the initial result was 8.2 mg/dl. The repeated result was 10.3 mg/dl. Patient 6: the initial result was 7.5 mg/dl. The repeated result was 9.2 mg/dl. The erroneous results were reported outside of the laboratory.